Event description:
It was reported by the patient that he took a ride in a hybrid car and that when he checked his heart rate, it was 49 bpm. The patient called back and also reported that they had gone back to the car dealer and were looking for possible sources of electromagnetic interference (emi) from within the car. They were questioning if it could be coming from the "smart key". The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.